Event description:
The spinal cord stimulator lead was very stiff resulting in erosion of the skin over the lead. This situation resulted in additional surgery: removal of the defective system and implantation of a new system.